Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Patient's device is out of warranty. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The transmitter is out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.